Manufacturer narrative:
Follow-up # 1 date of submission 3/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 3/09/2016 with the following findings: a review of the pump black box data shows evidence of a short battery life with 22 counts of drastic unexplained voltage drops leading to cs 128/cs177 call service alarm warnings. The ¿ez-prime¿ steps were performed correctly; all current draws were above specification. The short battery life complaint was confirmed. The pump¿s cover was removed and all the current draws returned to specification after unplugging the cgm module from the printed circuit board. The currents draw maintained nominal readings after plugging a known working test cgm module. There was no intermittent power condition found to the cgm board; the defective cgm board failure was concluded. During visual inspection of the pump, it was observed that the battery compartment and returned battery cap were undamaged and able to fit to the pump and maintain an electrical connection.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.